Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the needle on the sensor was fractured in the body as well as sensor electrode was missing. Customer's blood glucose level was unknown. Customer reported that they did not receive medical treatment as a result of the sensor fracturing while still in the body. The device will be returned for analysis.

Manufacturer narrative:
Inspected one random opened and used sensor and was inspected performed continuity resistance test. And sensor passed per specification. Performed sensor initialization test using a new lab transmitter with a paradigm insulin pump. Connected the sensor to the transmitter and placed it in buffered glucose test solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. No broken or missing parts were observed during analysis.